Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm; model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection below the lead site at the tunneling area. Symptoms were redness, swelling, and pain at site. The physician was uncertain about suspected cause. The patient was prescribed antibiotics and underwent an explant procedure.